Event description:
Foly catheter balloon could not be deflated. Had to consult a urologist to remove the catheter. Pt remained in hospital extra day to complete procedure and make sure pt was voiding without complication before dismissal.